Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The procedure treated the de novo, 90% stenosed 5.5x22mm target lesion located in the proximal portion of a saphenous vein graft to the left posterior descending artery. There was no vessel calcification or tortuousity. Using a direct stenting technique, a 5.0x24mm veriflex stent was advanced and successfully deployed. However upon withdrawal, the stent delivery system hit the tip of the non-bsc guide catheter shearing off the mid and distal portions of the veriflex catheter. The non-bsc guide catheter was then removed and it was noted that the tip of the veriflex catheter and balloon remained inside of the guide catheter and were removed with the guide catheter. It was noted that the patient underwent open heart surgery in the vein graft prior to this procedure. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The procedure treated the de novo, 90% stenosed 5.5x22mm target lesion located in the proximal portion of a saphenous vein graft to the left posterior descending artery. There was no vessel calcification or tortuousity. Using a direct stenting technique, a 5.0x24mm veriflex stent was advanced and successfully deployed. However upon withdrawal, the stent delivery system hit the tip of the non-bsc guide catheter shearing off the mid and distal portions of the veriflex catheter. The non-bsc guide catheter was then removed and it was noted that the tip of the veriflex catheter and balloon remained inside of the guide catheter and were removed with the guide catheter. It was noted that the patient underwent open heart surgery in the vein graft prior to this procedure. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the mid-shaft was stretched. There was a complete mid-shaft separation 15.5cm from the mid-shaft/hypotube bond. The fracture faces were jagged and stretched. A magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. - the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).